Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Patient called in with additional information after the reported event. H6 codes added. Health effect: clinical code: pain. Medical device problem code: structural problem.

Event description:
Patient reported the aligners broke their tooth. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.